Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart. It occurred when the patient was sleeping. The site location is the back of arm. The pump was clipped on the hip portion. The location of detachment is at the site portion. The infusion has been in use for 2 days. The infusions were stored or used in the house. The pump was not dropped with the set connected to their body. The patient's blood glucose at the time of the incident was 330 mg/dl and the weight recorded at the time was (B)(6) kgs. No further information available.

Event description:
On 07-oct-2019: follow up information was submitted because complaint investigation results showed that the tubing was detached from the tubing connector. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on the night of (B)(6) 2018, the patient's infusion set's tubing detached at the site portion, while sleeping. Reportedly, the blood glucose level was 300 mg/dl. The site location was the back of the patient's arm and the pump was clipped on the hip. The infusion had been in use for 2 days and they were stored in the house. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 330 mg/dl. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.